Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the stylet would not pass through the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The analyst noted the stylet was not returned with the lead. A fresh 14-62 gray stylet was able to be fully inserted in the the lead without resistance. If information is provided in the future, a supplemental report will be issued.